Event description:
Pt's mother had 2 cosmetic breast implant surgeries. Silicone was confirmed by medical professional, to be outside of breast scar tissue in bartholin's gland, bilateral breast implants were ruptured. Infection noted, numbness (nipple or breast) and bleeding through envelope. One capsular contracture and closed capsulotomy of left side. Child has developed chronic bladder/urinary infections, poor bladder control, reduced blood flow to brain, chronic pain, esophagitis, duodenitis and/or gastritis, irritable bowel syndrome. Esophageal motility disorder, frequent migraines/severe headaches, hypersensitivity or allergies to chemicals, joint inflammation, swelling, pain/arthralgia, chronic unexplained muscle spasms, unexplained rashes, sun sensitivity and pt is easily fatigued.